Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare would not cut through the head of the target polyp. The user attempted switching from the ¿blend¿ mode to the ¿coag¿ mode, but this did not resolve the issue, nor did switching back to ¿blend.¿ the polypectomy snare and non-bsc active cord were replaced, and still there was no delivery of energy. The active cord was then pushed/jammed into the generator and a small amount of smoke was observed. It was reported that the generator could ¿barely¿ deliver energy at this time, but the procedure was ultimately completed with this generator, since it was reported that adjusting the active cord connection somehow resolved the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: generator failed to deliver energy. Reported event: generator smoking. Reported event: generator connection issue. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.